Event description:
The test strips are made of multiple laminated layers. The strips are delaminating. When a drop of blood is put in the reservoir, the blood flows down into the layers and drains the reservoir. The machine then reads "not enough blood." The problem has been noted sporadically.